Event description:
Patient received 3rd degree burn on right medial thigh. The investigation determined that the reported issue is mostly likely associated with the use of excess energy in the treatment area. There was no reported malfunction of the device.